Manufacturer narrative:
Mindray service representatives found that items had been removed for the racks containing the central station hardware. Hardware was replaced and system rebooted and operated normal.

Event description:
Customer reported the panorama central station shut down which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.